Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and was detached from the telescope section. Impedance testing revealed no electrical issues with the device. Image test could not be performed due to the condition in which the device returned. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 27 may 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image after startup. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached from the telescope section.